Event description:
The dealer reported that the compressor would not work which may contribute to the user being unable to receive their prescribed dose(s) of medication. It was not reported that the user missed any doses.